Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to initialize patient registration. It was reported that the site was in register in the application software and that the site verified the registration probe, hit the next arrow and nothing happened. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the navigation system was unresponsive when advancing to registration and that a procedure was completed the next day without replication of the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was found to be fully functional. The system then passed the system checkout and was found to be fully functional. Associated codes: a software analysis was initiated. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.